Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched and evaluated the device. The fse found serum/sample build-up residue in the lines (tubing). The fse performed buffer prime but was not able to clear the blockage that caused sample pot overflow. The fse resolved the issue by replacing ise tubing and roller pump tubing. (B)(4). Patient demographic information was not provided. (B)(6).

Event description:
The customer reported low sodium patient results were generated on the au480 clinical chemistry analyzer. There was no change in patient treatment in association with this event.